Event description:
It was reported that the customer's blood glucose (bg) level was recorded as 396-high mg/dl. Cause was not known. Customer administered a manual insulin injection to address bg. Technical support performed a pump system check with the customer. No issues were identified with the infusion set tubing/cannula, cartridge, and insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.